Event description:
It was reported heparin (250ml) was programmed to infuse at (B)(4) units/hr. It was noted by clinician that 180ml out of 250ml should be left in the bad upon assessment however it appears to not be "missing much medication". There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported heparin (250ml) was programmed to infuse at 400 units/hr. It was noted by clinician that 180ml out of 250ml should be left in the bad upon assessment however it appears to not be "missing much medication". There was patient involvement however no patient harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device catalog #, unique device identifier (UDI)#, medical device serial #, medical device model #, returned to manufacturer on, concomitant med prod data, device manufacture date. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module under infusion event was not able to be confirmed from the log analysis or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Review of the pcu and pump module error log showed no errors were recorded related to the reported event. The event date was reported as 4 february 2025, the event time was not reported. On (B)(6) 2025 at 1:40:10 pm the pump module was programmed by a remote infusion drug selected suspect to be heparin with a rate of 4ml/hr and volume to be infused of 250 ml. At 5:33:38 pm the pump module was alarmed ten (10) times due ¿infusor occluded patient side¿ and the infusion was restarted ten (10) times too, the primary volume infuse was of 40.088ml. On (B)(6) 2025 between 1:55:07 am and 3:17:56 am the pump module was selected two (2) times the rate was of 4ml/hr and the volume to be infused was of 195.897ml. At 6:32:37 pm the pump module was alarmed due ¿infusor occluded patient side¿ and the infusion was restarted, the total volume infused recorded was of 66.57ml, seven (7) minutes later the system was powered off. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issue. All parts inspected were manufactured by bd. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Alaris system user manual (v9.33), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: pump module s/n (B)(6): device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Replace the left (female) inter unit interface (iui) connector. Root cause: the root cause of the reported under infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.